Manufacturer narrative:
Concomitant medical products: ddmb1d4, ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about nine days after a routine device replacement procedure, the patient experienced a shock due to the right ventricular lead oversensing t waves. Oversensing was intermittent on the presenting rhythm and further evaluation was recommended. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that a chest x-ray confirmed great lead positioning so the lead sensitivity was reprogrammed with no oversensing noted.